Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was 2 week post op, bleeding from open sealer, tonsillectomy patient. The patient was taken back to the operating room to stop bleeding. It was speculated that the cause of bleeding was when the patient started exercising sooner than recommended.